Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl. The customer did not know the cause of the high bg. The customer reverted to using insulin injections to manage diabetes as directed by a healthcare provider. Tandem technical support reviewed the pump data and multiple occlusion alarms were found with extended period of insulin suspension. Troubleshooting to determine a possible cause of the event was unable to be performed as the customer was not using the pump at the time.